Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 52 mg/dl. It was unknown how the customer treated for their low. The customer reported change sensor alert and sensor updating alert. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.